Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead impedance was increasing and then exceeded 3000 ohms. The capture threshold also increased. The lead will be replaced. No patient complications have been reported as a result of this event.